Manufacturer narrative:
A picture was returned showing a burette set with a red arrow pointing to the connection between the drip chamber and the burette. Received one used list #142730490 plum burette set. No damage or anomalies were noted. The set was leak tested per specification. No leakage was observed. The complaint of leakage at the bottom of the burette where it connects to the drip chamber cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 4/1/2024.

Event description:
The event involved a plum burette set where there was leakage reported. There was no other physical damage reported. Event was noted during infusion of an unknown IV solution or drug. No drug exposure to the patient, health care worker or other personnel. The leakage is at the bottom part of the burette that connects the drip tube. The set was replaced, and therapy resumed. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).